Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 0.5 cc of juvéderm® volux¿ xc bilaterally with a cannula sub q left side as slight nodule red, tender to the touch. Additionally, the healthcare professional reported that the patient was injected with 0.5ml of juvéderm® volux¿ xc in the jw1 (gonial angle sub q). The patient developed small tender lumps, redness, with mild edema. The hcp treated the patient with hylenex 450 u, the nodule remained firm. Aspiration of purulent fluid 1cc was removed. The patient was placed on doxycycline. The patient was healing and there will be further assessment, plus the patient still has ongoing flu. For the follow-up the patient was reinjected with thylenex 0.7 and there was no sign of infection, no pus aspirated, the patient feels good about the rest of the filler results. The symptoms have fully resolved.